Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a tavr with a 29 mm sapien 3 valve in the aortic position via transfemoral approach, valve alignment was difficult and the balloon¿s positioning was not good as the patient had severe aortic tortuosity. A straight section in the aorta was not found which resulted in implanting the valve in the abdominal aorta.  The patient is doing well and postponed for a transapical procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  A review of images provided showed calcification and tortuosity present in the vessels, and the patient¿s aorta was classified as severely tortuous with moderate calcification. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A review of the trend category revealed that the occurrence rate did not exceed the control limit. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for delivery system difficulty with valve alignment was unable to be confirmed. A review of the manufacturing mitigations in place supports that the delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR review, there is no evidence to confirm a manufacturing nonconformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per reported event, the patient had a very tortuous vessel and with no straight sections present in the vessel. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position. It is likely that patient factors (tortuosity) contributed to the complaint event, however, no imagery of the valve alignment process was provided therefore a definite root cause was unable to be definitively determined. Since no product non-conformances, labeling/IFU inadequacies were identified during this evaluation, and a review of trend category revealed that the occurrence rate does not exceed control limits for this trend category, neither a corrective/preventative action nor a product risk assessment (pra) are required at this time.